Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were received for analysis.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019,product type: catheter. Catheter codes; conclusion code has been updated. Method code has been updated. Results code has been updated. Pump codes; conclusion code has been updated. Method code has been updated, results code has been updated. Analysis of the pump (B)(4) found no anomalies. Analysis of the catheter (B)(4) identified difficulty with sc connector led to explant. The connector was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type catheter; other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 17-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 29.7 mg/ml bupivacaine at 11 mg/day. The reason for use was not reported. It was reported that the pump was flipping on (B)(6) 2019. Reservoir volume was unexpectedly high. Patient has had multiple revisions for the same reason. It was unknown what troubleshooting was performed. Actions that were taken to resolve the issue included the pump being relocated to her back. The catheter would not disconnect and the doctor requested a new pump for fear of damaging the old pump. Environmental/external/patient factors that may have led or contributed to the issue included the patient was reported to compulsively twist and play with pump and twisted catheter may have resulted in to being unable to dislodge from the pump. Troubleshooting included multiple attempts made to pull off catheter during procedure. Actions that were taken to resolve the issue included replacing the pump. The issue was resolved at the time of the report. The catheter was discarded, but the pump would be returned to the manufacturer. There were no further complications reported/anticipated.